Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A pediatric peritoneal dialysis patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was not further specified. The same day as the onset of peritonitis; the patient was hospitalized for the peritonitis event. The day following event onset, the patient was treated with intraperitoneal injection of cefepime (250 mg, each bag, ongoing). On an unreported date the patient was treated with intravenous injection of cefepime (1 g, daily, duration not reported) and tablet of fluconazole (400 mg, frequency and duration not reported) for peritonitis. Dianeal therapy was ongoing. At the time of this report the patient was recovering from this peritonitis event. It was reported the caregiver was retrained on the proper aseptic technique. No additional information is available.